Manufacturer narrative:
Device not able to be located.

Event description:
The user facility reported that the device overheated. The patient was burned. Attempts are being made to obtain additional information about the event; no further information has been received.

Manufacturer narrative:
Correction: h3 h3 other text : device not returned.

Event description:
The user facility reported that the device overheated. The patient was burned.attempts were made to obtain additional information about the event; no further information was received.